Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date. It was reported that the patient experienced pain, nausea, diarrhea, chills, and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/28/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 8/12/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional b5 narrative: it was reported that on (B)(6) 2018 the patient underwent explantation of mesh. It was reported that the patient experienced complex recurrent ventral incisional hernia with severely scarred mesh, dense omental and mesh adhesions involving facia, muscle peritoneum, small bowel, liver and central tendon of the diaphragm. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.